Event description:
It was reported that leaks were observed during use of three (3) vial-mate adapters. This was identified during preparation, when applying the adapters to the sodium chloride bags. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.